Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced a skin reaction where prior to sensor insertion the area was prepped with alcohol. The patient developed a rash and a cellulitis infection that extended beyond the area of the sensor patch. On (B)(6) 2025, the patient consulted a physician who recommended removing the sensor and prescribed an oral antibiotic medication (cephalexin, dosage not specified). The diagnostic method used to identify the cellulitis was not specified. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).